Event description:
It was reported to philips that there was a problem with the mechanical motion control module. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was cancelled. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system on-site and confirmed that the c-arm kept moving after the button was released. Troubleshooting and assessment of the logfiles found that the rotate button on the geo module was not functional and, according to the logs, the e-stop had failed. The fse replaced the geo module twice as the first replacement geo module failed when loading the system software and would become unresponsive. Both geo modules were returned for analysis. The failed replacement geo module had failed due to the emergency stop button being active and not showing voltage. No failure could be found with the original failed geo module. After these replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.